Event description:
It was reported that the device would continuously cycle through self-test upon power on and has an illuminated service light. The device could not be used to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined the cause for the malfunction to be an electrical short of a pin for the u61 ic chip. The u61 component failure resulted in the reported lock up condition.